Event description:
It was reported that patient dislocated at home. Surgeon reduced constrained liner with another one( 2099-2858). Placed a +0 head this time.

Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation involving a constrained liner and a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned . -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that patient dislocated at home. Surgeon reduced constrained liner with another one( 2099-2858). Placed a +0 head this time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device given to patient.